Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they were dispatched to emergency medical services on (B)(6) 2022 due to diabetic ketoacidosis and high blood glucose. Customer's current blood glucose level was 780 mg/dl. Customer treated high blood glucose with intravenous insulin drip. Customer stated symptoms related to high blood glucose which were nausea, vomiting, confusion, lethargic, blurred word, feeling sick. The auto mode feature was not active at the time of high blood glucose event. Customer tested positive for ketones. Customer stated that the insulin pump had pump error alarm. The insulin pump will be returned for the analysis